Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% in-stent restenosed target lesion was located in the mid right coronary artery (rca). Pre-dilatation was performed using a 2.0 x 20 mm balloon catheter at 18 atmospheres. Following pre-dilation, residual stenosis was 60%. A 3.50 mm x 24 mm synergy¿ drug eluting stent was advanced but resistance was observed. The device was removed from the patient's body and deformity of the struts were observed. The device was discarded and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.